Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0q172, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinsonian tremor and movement disorders. It was reported that high impedances of greater than 40,000 ohms were found on the lead with all combos involving contact 9. It is unknown when the impedances began occurring. The patient was successfully reprogrammed around the impedances, but the issue was not resolved. It was unknown if there were any environmental, external, and/or patient factors that may have led or contributed to the issue. No symptoms were reported.

Event description:
Additional information received from rep indicated that the cause of high impedance was unknown. The device remains in service and healthcare provider was reprogramming around impedance issues. It was indicated that if things progresses or programming becomes too difficult to achieve then system would be explored and extension would be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.